Event description:
Pump #1 was reported to overinfuse during clinical use during transport from the ER to the ICU. A 250ml bag of atricurium was set at 8:25pm to deliver at a rate of 11ml/hr. In approx 15 minutes, the rate was increased to 13ml/hr. The entire bag reportedly infused by 9:55pm. Unknown medical intervention was needed as this pt was a severe asthmatic. No adverse outcome resulted.